Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 1250 mg/dl at the time of the event and pneumonia that triggered high bg and a mini heart attack. The patient lost transmitter during unconsciousness when the customer was rushed to the emergency room and then transferred to ICU. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode feature was active at the time of the event. Troubleshooting was declined by the customer. The customer will continue to use the device. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.